Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that states that the administration set was in use on a patient and developed a leak. The y-site was punctured with a 18g needle and a blood transfusion was commenced. A short time later, the y-site was noted to have leaked blood. There was no report of incident related medical sequelae.